Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09hd9, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s incision had trouble closing and was infected. It took about two months to heal and the patient used pure aloe vera on the wound. The patient had a low immune system and fibromyalgia. The skin was healed now. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.